Event description:
I have heart issues. My doctor prescribed me a zio monitor, monitor number dav2648hrg. I have worn it for 7 days; upon application it irritated my skin but I thought I would get used to it. It burned daily underneath the two monitoring nodes that are covered in a silicone-like substance. Today I couldn't take it anymore and I took it off. Underneath the two nodes were blisters. No wonder it was irritating me. It was damaging my skin. I'm glad I did not wear it another 7 days, as prescribed. Never once was I informed that I may get scars on my chest from this. Never once was I told I may get irritation. This company needs investigated, it is not right to trust a medical implement and it hurts you. Some may say it's just blisters. But I heal very slowly and will have these on my chest for three months, guaranteed. I called the company to let them know everything and they acted like it's normal to have "irritation" in the area. I calmly explained to the customer service that this was more then irritation, they were full on skin burns. He did not care in the least bit. Please hold them accountable, no one should go thru this, especially the elderly who hardly complain, while a company makes millions off of them. (I am not elderly, but I cannot imagine if I was what new problems something like this would bring) thank you for reading. Feel free to contact me. (B)(6).